Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and failure analysis found the instrument with a broken boss feature of the monopolar yaw pulley. Upon microscope inspection, the feature was found missing from the insert slot. Missing piece, approximately 0.05 x 0.05 was not returned with instrument. As a result, the monopolar yaw pulley was able to slip out of the distal clevis and hang loosely at the wrist assembly. This failure is most commonly caused by excess force applied to the distal end of the instrument. Additional observation not reported was that the main tube exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.32" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. This failure is most commonly caused by excessive contact with abrasive or hard surfaces during transport or reprocessing.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, an or staff member noticed the permanent cautery spatula has a broken wrist. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.